Manufacturer narrative:
H6 added code b13 as it was omitted from the initial report that was submitted. Update b17 code to b18 as new information was received that the pump was disposed of as the patient was questionable for a blood borne illness. H10 added related report number. Investigation summary: the device was discarded and the investigation has been completed. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had iliacs that were too tortuous preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was a delivery issue during impella cp implant. Due to tortuous iliacs, the case was aborted. It was noted that the impella catheter couldn¿t get past the femoral artery due to vessel tortuosity and the sheath got kinked. There was no reported patient harm. The kinked sheath (lot number s9596062) will be reported on an additional manufacture report.